Event description:
Placed patient on new avea ventilator when arrived from ed. Patient instantly was not in sync with the ventilator getting no volumes and having high respiratory rate. Due to patient being drug overdose, issues thought to be caused by the overdose and sedation and possibly paralytic needed. Both were given and volumes did improve on ventilator; however, ventilator kept alarming "circuit occlusion" and patient appeared to have very irregular breathing pattern. Since sedation and paralytic were given, we thought it might be the ventilator. Avea ventilator was switched out for a new avea ventilator. Once patient was on new ventilator, patient had good volumes and rate was regular.